Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The reference samples for the lot 6005678 have already been previously tested in the 2145636 on 10/may/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report database 2145636 complaint test report. Device history record (DHR) review: the lot 6005678 was manufactured according to the wi version 78 manufactured in the machine multivac 12, on 18/feb/2024, with a total of (B)(4) units. Assembly DHR review: the lot 4b01351 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 27/feb/2024, with a total of (B)(4) units. The lot 4b01352 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 28/feb/2024, with a total of (B)(4) units. The lot 4b04782 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 22/feb/2024, with a total of (B)(4) units. The lot 4c00002 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 29/feb/2024, with a total of (B)(4) units. Device history record (DHR) review: the lot 4b01500 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 27/feb/2024, with a total of (B)(4) units. The lot 4b01501 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 27/feb/2024, with a total of (B)(4) units. The lot 4b00897 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 16/feb/2024, with a total of (B)(4) units. The lot 4b00894 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 14/feb/2024, with a total of (B)(4) units. The lot 4b01502 was manufactured according to the wi version 38 manufactured in the line/machine us05-us06, on 28/feb/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4b03508 was manufactured according to the wi version 41 manufactured in the machine 04-05-08, on 21/feb/2024, with a total of (B)(4) units. The lot 4b01342 was manufactured according to the wi version 41 manufactured in the machine 04-08, on 24/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jun/2025 against malfunction code leakage (customer states infusion set leaks) and lot 6005678 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The patient replaced infusion sets and resumed insulin successfully. No further information available.